Manufacturer narrative:
Customer quality conducted an investigation of the returned device. We have received a drill bit for investigation. The visual inspection has shown that approximately 27 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. The drill bit shows wear marks at the surface and also at the coupling. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The sample of the hardness during manufacturing of the products has shown no deviations. This lot of (B)(4) pieces was manufactured in april 2010 and we are not aware of any other complaint with this article- and lot combination. Based on these findings we exclude any manufacturing related issue. Measurement outer diameter ø4.0: drawing. (B)(4) . Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Issue was discovered during inspection of the device on (B)(6) 2017.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event: unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 357.139, lot # 2588877: manufacturing location: (B)(4), manufacturing date: 29.apr.2010: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit is broken. The breakage was found at the loan department on (B)(6) 2017. No patient involvement. This report is for one (1) drill bit. This is report 1 of 1 for complaint (B)(4).